Manufacturer narrative:
Additional narrative: additional device code hrs. (B)(4). Lot # unknown. Incident occurred during the procedure. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent procedure for a distal fibula fracture. During the procedure, 2.7mm variable locking screws did not lock on the plate. There were other screws available to use, and they locked onto the plate as intended. There was no reported issue with the plate or the plate holes, and the plate was implanted. The surgery was completed successfully with no reported harm to the patient or device malfunction. There was three minute surgical delay. Devices were reportedly discarded, and will not be returned. Patient outcome was reported as stable. Concomitant device reported: distal fibula plate (part # 02.118.401, lot # unknown, quantity 1). This report is for one (1) 2.7mm va locking screw self-tpng with t8 stardrive recess 14mm. This is report 3 of 3 for (B)(4).